Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 09/04/2019. The field service engineer (fse) confirmed the reported issue in the ventilator diagnostic logs. The fse replaced an air flow sensor issue resolved. A exhalation flow sensor was return for analysis. An investigation was performed and the exhalation flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned exhalation flow sensor.

Event description:
The customer reported that the unit ¿air delivery test failed¿ there was no patient involvement reported.